Event description:
The patient (B)(6) received his scs system, including an ipg, on (B)(6) 2011. It was reported that the pt frequently required a greater amplitude in order to feel stimulation. The pt stated that he had also experienced difficulty with communication between the ipg and programmer, and the programmer occasionally turned off. Follow up on the pt found that the physician explanted and replaced the ipg on (B)(6) 2011. No further info was available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.